Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible artifact oversensing on the electrograms (egm) recorded as atrial arrhythmia episodes. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.